Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that patients were not crossing over on multiple stations. The technical support specialist (tss) dialed into the server and stations, observed a patient interface problem icon on the station. The tss verified that the facility had only three stations and accessed the electronic protected health information system and checked the enterprise, but no patient data was visible. The tss executed a downtime query using structured query language, which showed a disconnected flag and found that the cce was not synchronized with the server time, showing a delay. The tss attempted to deploy the interface utility, but it failed and restarted the services. The tss escalated the issue to the integration engineer (ie) and the ie dialed into station where cce services were not running. The ie restarted both services confirmed that inbound and outbound messages were successfully processing. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patients were not crossing over on multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4: manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patients were not crossing over on multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.